Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('they had my all lady bits removed'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Was found to have uterine cancer ("uterine cancer") and experienced menstruation irregular ("everytime my period comes on, which is not every month"), ovarian cyst ("right ovarian cyst") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy and scheduled complete hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine cancer, menstruation irregular, ovarian cyst and endometriosis outcome was unknown. The reporter considered endometriosis, medical device removal, menstruation irregular, ovarian cyst and uterine cancer to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: menstruation irregular. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('they had my all lady bits removed'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine cancer ("uterine cancer") and experienced menstruation irregular ("everytime my period comes on, which is not every month"), ovarian cyst ("right ovarian cyst") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy and scheduled complete hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine cancer, menstruation irregular, ovarian cyst and endometriosis outcome was unknown. The reporter considered endometriosis, medical device removal, menstruation irregular, ovarian cyst and uterine cancer to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: menstruation irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: new event: endometriosis was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they had my all lady bits removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine cancer ("uterine cancer") and experienced menstruation irregular ("every time my period comes on, which is not every month") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (hysterectomy and scheduled complete hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine cancer, menstruation irregular and ovarian cyst outcome was unknown. The reporter considered medical device removal, menstruation irregular, ovarian cyst and uterine cancer to be related to essure. Concerning the injuries reported in this case, the following one/ones was/ were reported via social media report: menstruation irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events: uterine cancer, ovarian cyst were added. The case is upgraded to incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.